Event description:
On (B)(6) 2010, the patient presented with pain and the pre-operative diagnosis of l4-5 degenerative herniated disc. The patient underwent surgery which consisted of a minimally invasive l4-5 complete left hemilaminectomy and facetectomy, l4-5 discectomy, l4 5 anterior arthrodesis with autologous bone graft, bmp, bone graft substitute, insertion of peek cage, l4-5 posterior lateral instrumented fusion with titanium instrumentation, autologous bone graft. On (B)(6) 2010, the patient presented with burning sensation in low back. On (B)(6) 2010 the patient presented with back pain with some pain radiating into the hip. On (B)(6) 2010, the patient presented with back pain radiating into both hips and into the legs. The patient felt they were not getting better. X-rays showed instrumentation in good position and fusion taking place anteriorly between l5 and l5 interspace. On (B)(6) 2010 the patient presented with low back pain and underwent a lumbar spine MRI which demonstrated post-operative changes at l4-5 with obscuration of the left proximal neural foramina at that level either representing scar tissue or a small protrusion. On (B)(6) 2011, approx. Six months post-op, the patient presented with intermittent pain running across the lower lumbar spine. A MRI from the previous month was reviewed which showed good alignment of spine. There was some scarring in the foramen on the left side. There was slight bulge above and below the fusion. The patient was referred to pain management. On (B)(6) 2011, the patient underwent a lumbar spine CT which demonstrated previous fusion at l4-l5 with transpedicular screws and posterior rods. Left-sided laminotomy with intervertebral disc, graft noted. There were small bony spicules were seen along the tract of graft insertion. There was enhancing soft tissue in left lateral recess consistent scar change surrounding l4 nerve root. There was no evidence of loosening of hardware or subluxation. There was also a mild generalized disc bulge slightly more pronounced in left lateral aspect at l3-l4. No canal foraminal stenosis was noted. There was a mild generalized disc bulge at l5-s1 level. On (B)(6) 2011, the patient presented with low back pain with radiation. Per the encounter notes the patient had had a functional capacity examination recently and also had been discharged from one physician due to non-compliance to clinic policy. A previous CT was reviewed which showed anterior fusion taking place. There was no haloing around the screws to indicate pseudoarthrosis. The physician noted that they felt the patient may have been developing adjacent level disease. On (B)(6) 2011, per a telephone encounter, the patient reported isolated progressively worsening left knee pain (since surgery) and that it often gives out on him. On (B)(6) 2011, the patient presented with low back pain with mainly left leg radiation. X-rays showed interbody fusion occurred at l4-5. Per the encounter notes a MRI and CT from months prior were reviewed and showed adjacent level disease at l3-4 as well as scarring around the l5 nerve root in the foramina itself. The patient continued to be disabled. It was stated that the patient had no other recourse but surgery. On (B)(6) 2011, the patient presented with persistent left sided back pain that ¿he appears to be deteriorating¿. It was recommended that they re-explore his wound and lysis the adhesions present as well as address the adjacent level disease. ¿ on (B)(6) 2011, the patient presented with lumbar spine pain radiating out. Per the encounter notes ¿there are only two sites and sources that I can see and that is either coming from the side of his previous surgery, or the adjacent level disease, we do have radiological findings of abnormalities here and symptoms that can be related to that abnormality ¿¿also per the encounter notes, there seemed to have been a disagreement between physicians as it was mentioned that another physician felt the patient¿s symptoms were ¿musculoskeletal rather than from the spine.¿ the patient was given a disability assessment, (B)(6) 2011, the patient presented with ongoing lumbar pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.